Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge after 250 units of insulin was inserted into the cartridge. Reportedly, the customer was able to add all of the 290 units of insulin into the cartridge successfully and insulin delivery was resumed. Blood glucose was 79 mg/dl.